Manufacturer narrative:
Alleged failure: stops transmitting through hdmi 1 out port. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes can be attributed to issues with the cable/cable connection, or the sk38-m capture card. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that hub (sn: (B)(6)) stops transmitting through hdmi 1 out port. Tried changing the cable - resetting the power on the hub seems to fix it for a while, then it comes back. Happened during a case, but no harm or delay to patient or users. Case continued. No further information reported.